Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus balloon and pump were explanted and a new aus balloon and pump were implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. The allegation was not confirmed, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. Balloon analysis: malfunction was reported. The ams800 pressure regulating balloon was visually inspected. There was a leak in the balloon shell t the adapter junction due to fatigue. The balloon was not functionally tested due to the leak. Additional product component: model number/catalog number: 72400024, serial number: null, batch/lot number: 1000019125, model/catalog description: balloon fgs 61-70cm.

Manufacturer narrative:
Additional product component: model number/catalog number 72400024, batch/lot number 1000019125, model/catalog description balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus balloon and pump were explanted and a new aus balloon and pump were implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.